Manufacturer narrative:
(B)(4). The instrument was returned for evaluation. Visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Visual and optical inspection identified multiple areas of damage. A functional evaluation was performed; the subject instrument properly retained both lmc and mmc mating part simulations. Additionally, a functional evaluation was performed on all sleeves and extenders utilizing a sample multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. Surgical technique for this part is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls and sides of the inner sleeve, in conjunction with the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a minimal access surgical procedure. It was reported that the extender would not stay attached to the bone screw when applied. No patient complications were reported.